Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 1.9 mmol/l with sweating and confusion associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the patient stated they could not remember what happened. The patient did state that they consumed carbs to increase their bg. The patient refused to complete any additional troubleshooting. This complaint is being reported because the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission 14-nov-2019 device evaluation: the device has been returned and evaluated by product analysis on 11-nov-2019 with the following findings:. During investigation, the review of the basal total daily dose history confirmed the pump was consistently delivering the programmed basal rate . There was no evidence of over or under delivery was seen in history for time of complaint. The pump passed all required testing for delivery accuracy with no defects found .animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.